Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, line leaking during administration of oxaliplatin, fracture at 12 cm, resulting in extravasation of medication. Unknown of future outcomes and patient will be observed. Patient had a delay on her anticancer treatment due to the fracture of the PICC. Another PICC will be required to continue treatment which has affected the patient emotionally and psychologically.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, line leaking during administration of oxaliplatin, fracture at 12 cm, resulting in extravasation of medication. Unknown of future outcomes and patient will be observed. Patient had a delay on her anticancer treatment due to the fracture of the PICC. Another PICC will be required to continue treatment which has affected the patient emotionally and psychologically.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 12cm and 13cm markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, line leaking during administration of oxaliplatin, fracture at 12 cm, resulting in extravasation of medication. Unknown of future outcomes and patient will be observed. Patient had a delay on her anticancer treatment due to the fracture of the PICC. Another PICC will be required to continue treatment which has affected the patient emotionally and psychologically.